Manufacturer narrative:
Although the patient's presenting condition may be more likely to have impacted the event, the impella cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient was admitted to an outside hospital with shortness of breath and was diagnosed with a non-st-elevation myocardial infarction. A cardiac catheterization revealed multivessel disease and a left ventricular end diastolic pressure of 20 mmhg. The patient was transferred to the complainant for surgical consultation. The morning prior to impella cp insertion, the patient experienced atrial fibrillation with rapid ventricular response, which progressed to ventricular fibrillation and eventual cardiac arrest. Extracorporeal life support was considered. However, due to the prolonged duration of the code, the decision was made to proceed with impella insertion and percutaneous coronary intervention. Revascularization of the right coronary artery was successful. The ostial of the circumflex artery was treated with a balloon angioplasty. However, it was noted there was extensive atherosclerosis in the circumflex and left anterior descending arteries (lad). A chronic total occlusion was identified in the lad artery but was not treated during the procedure. The patient was taken back to the intensive care unit for rest and recovery. After the transfer, it was noted that the patient experienced a hematoma at the impella access site around the sheath. The patient was transfused with a unit of blood as a result of the hematoma. It was noted that the patient was taking anticoagulants and antiplatelet medications, and it was also noted that the deep placement of the repositioning sheath may have contributed to the hematoma. It was noted later the same day, the patient expired while on impella cp support.